Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation and historical data, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is a cause linked to the device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The hysterofiberscope was returned to the service center with a report of air leakage. This does not indicate an medical device regulations reportable event. However, a reportable failure was found during testing at the olympus service center. During inspection of the device, adhesive around the objective lens had corrosion was found to be most likely due to a cause linked to the device but unable to trace more specifically. There was no patient involvement.